Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history record (DHR) review conducted: part: 07.702.016s lot no:4c53690 release to warehouse date: 01 mar, 2024 expiry date: 01 mar, 2027 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (t12) for ovf on (B)(6) 2025. During cement mixing, the t-handle wouldn't move up and down, so the cement couldn't be mixed. The surgery was completed successfully with no surgical delay. Patient outcome is reported as stable. No further information is available.